Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine blood pump rotor roller guides/plastic tabs are coming loose and puncturing the blood pump tubing during treatment. No reported harm was noted to the patient and the patient was moved to another machine to complete treatment. No other reported damage to the blood pump module or rotor housing was noted after close inspection. No adverse issues were reported. Upon follow up, the charge nurse (cn) stated five minutes after the start of the patient's treatment the blood pump rotor of the machine created a pin hole in the tubing line and caused a blood leak to occur. The cn stated the rotor sleeves around the pins were loose and slipping off and causing pinching on the blood pump tubing. The cn stated the machine was new and the rotor was the original to the machine). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cn treatment was immediately halted and the patient¿s blood was returned. The cn stated the estimated blood loss from the pin hole in the tubing was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The cn stated the blood pump rotor component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine blood pump rotor roller guides/plastic tabs are coming loose and puncturing the blood pump tubing during treatment. No reported harm was noted to the patient and the patient was moved to another machine to complete treatment. No other reported damage to the blood pump module or rotor housing was noted after close inspection. No adverse issues were reported. Upon follow up, the charge nurse (cn) stated five minutes after the start of the patient's treatment the blood pump rotor of the machine created a pin hole in the tubing line and caused a blood leak to occur. The cn stated the rotor sleeves around the pins were loose and slipping off and causing pinching on the blood pump tubing. The cn stated the machine was new and the rotor was the original to the machine). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cn treatment was immediately halted and the patient¿s blood was returned. The cn stated the estimated blood loss from the pin hole in the tubing was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The cn stated the blood pump rotor component was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the complaint sample was returned to the manufacturer for physical evaluation. The rotor was returned with the rotor cover missing. One of the front guide sleeve and one of the rear guide sleeve are also missing. There are no other discrepancies with the rotor. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during testing. The reported issue could not be confirmed as the issue could be replicated during testing with the returned sample.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) stated a hemodialysis (hd) machine blood pump rotor roller guides/plastic tabs are coming loose and puncturing the blood pump tubing during treatment. No reported harm was noted to the patient and the patient was moved to another machine to complete treatment. No other reported damage to the blood pump module or rotor housing was noted after close inspection. No adverse issues were reported. Upon follow up, the charge nurse (cn) stated five minutes after the start of the patient's treatment the blood pump rotor of the machine created a pin hole in the tubing line and caused a blood leak to occur. The cn stated the rotor sleeves around the pins were loose and slipping off and causing pinching on the blood pump tubing. The cn stated the machine was new and the rotor was the original to the machine). The bmt also stated that a fresenius dialyzer and fresenius bloodlines were used for treatment and confirmed that there were no defects or damage seen on the machine, dialyzer or bloodline prior to the event. Per cn treatment was immediately halted and the patient¿s blood was returned. The cn stated the estimated blood loss from the pin hole in the tubing was unknown. Immediately following the event, the patient was re-setup with new supplies on a different machine where the patient was able to complete treatment. The cn confirmed that there was no patient injury, adverse events, or medical intervention required as a result of the reported event. The cn stated the blood pump rotor component was available to be returned for manufacturer evaluation.